Event description:
It was reported that a spectrum pump alarmed upstream occlusion intermittently. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device functioned as intended, however, the ultrasonic sensor requires replacement for precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.